Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d154awg, ICD; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead was returned to the manufacturer after being explanted with no stated indication of a product performance issue. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.